Event description:
Reporter alleged the customer obtained a result of 169 mg/dl on the advantage system while experiencing hypoglycemic symptoms and using expired strips. Reporter stated that she took the customer to the hospital and a result of 28 mg/dl was obtained on the hospital system one hr later. Reporter stated that he was treated with a glucose IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she discarded the expired strips the customer was using and so, no product will be returned for evaluation.